Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4) b5 describe event or problem- additional information e1 initial reporter first name-additional information e1 initial reporter last name-additional information e1 initial reporter email address-additional information e1 initial reporter street line 1-additional information reporter mailing city-additional information reporter mailing postal code-additional information e1 initial reporter postal code-(B)(6)

Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy: it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.